Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose and low blood glucose. The customer¿s blood glucose was 48 mg/dl at the time of incident. Customer reported that last week - tuesday, wednesday, or thursday he had a blood glucose of 48 mg/dl or 49 mg/dl. Customer reported that he states it was his fault because he did not eat right. Customer reported that he is trying to lose weight. Customer declined to troubleshoot low blood glucose. Customer reported that he states last night (B)(6) he had pizza for dinner then had a high blood glucose of over 500 mg/dl. He treated with a bolus and woke with a blood glucose 120. Mg/dl. The insulin pump will not be returned for analysis.